Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to an associated lead revision procedure, the left ventricular lead exhibited loss of capture in all configurations. Fluoroscopy revealed that the lead had dislodged. The lead was explanted and replaced. The patient was in good condition before, during and after the procedure.